Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal product was opened, the physician observed that the anchor of angio-seal was off of the dilator. There was no patient injury/medical or surgical intervention required. The patient's condition was ok. Additional information was received on 29apr2021. The procedure for the patient prior to the use of the angio-seal for closure was a percutaneous transluminal coronary angioplasty (ptca). The customer stated that the anchor was out of the bypass tube. They used a second angio-seal device for hemostasis. The patient was stable, and the procedure was completed successfully. Other equipment or devices used were a terumo introducer, opti torque, heartrail, tansei and angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure. The exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.